Event description:
Pt had bravo capsule placed on (B)(6) 2018 for a 96 hour study so it should have run till (B)(6) 2018. Pt called to staff on (B)(6) 2018 to report that the recorder had beeped, read low battery, and then shut off 15 minutes later on the evening of (B)(6) 2018. Pt returned the device the next day. Staff downloaded the information from the recorder and ti was found to be patchy data collection. Provider aware and there was determined to be enough data collected to treat pt so no repeat of study was required. Company was contacted and they have replaced the recorder and currently have the involved device. Heartburn.